Event description:
Caller indicated the assure 4 meter was reading high. Patient was unresponsive and was tested using two different assure 4 meters. 4:30am on (B)(6)2010. Her reading was 110. The emt was called and 6 minutes later tested the patient and the reading was 44. On the other meter - 8:00am on (B)(6)2010. Her reading was 100. The emt did an additional test and it was 40. Patient was transported to hospital and is still there at time of this report. Caller did not know what lot number was used. Controls used every morning and are in range. Meter working fine on other patients.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so, retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.